Event description:
It was reported that when the tracheostomy tube was being placed into the patient's airway and when the balloon was being prepared to be fixed, it was found that the balloon was unable to inflate. It was then replaced with a new one.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: updated. H3: the investigation of the complaint was limited because no sample was returned. Customer claimed that the balloon was unable to inflate. During manufacturing process, the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. Due to fact that cuff leak was discovered during use it is the most probable that reported failure occurred during use due to contact with sharp edge which is in conflict with instruction for use (IFU). Without the sample we are unable to determine true root cause of this issue. No signal of confirmed complaints in relation with this issue was identified. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product.